Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is likely the insertion angle and/or an interaction with patient anatomy resulted in the device guide breaking during insertion which then led to foot separation and to the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a femoral bypass interventional procedure using a 6f sheath. Reportedly, the proglide was inserted and advanced in the artery; however, when attempting to pull back the device against the vessel wall to get pulsatile blood flow, the device was stuck. Force was use in attempt to remove the device; however, it was still stuck and could not be removed. Cut down surgery was performed to remove the proglide device. It was found that the black distal sheath portion separated and the foot had broken off in the vessel which was removed during the cut down. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy and hospitalization was prolonged due to the cut down. No additional information was provided.